Event description:
A user facility biomedical technician (biomed) reported that the ultrafiltration (uf) removed and treatment time numbers had reset to 0 during a patient¿s treatment on a fresenius 2008kt hemodialysis (hd) machine after the initiation of the patient's treatment. Additional information was requested, however a response was not received. It was not indicated in the original report that the patient experienced a serious injury, adverse event, or required medial intervention as a result of the reported issue. The originally programmed uf time, rate, and goal settings, nor the patient¿s uf progress for this treatment, were initially reported. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.